Event description:
A malfunction with code [16-0x20e6] was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer received assistance from cts in resetting the pump and was provided with instructions to store and return the problematic pump. Additionally, cts arranged for a replacement pump to be sent and confirmed the shipping address. The customer will use mdi as a backup therapy to ensure continuous insulin delivery.